Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. Aneurysm and vessel morphology from the time of implant were not reported. Currently the aneurysm is 69 mm in diameter. It was reported that a CT scan showed the stent graft migrated distally approximately 7.5cm from the lowest renal artery due to neck dilatation to 31-32 mm and there was a proximal type I endoleak. The patient did not return for follow up prior due the CT scan which discovered the migration. A 36 mm endurant bifurcated stent graft was placed inside the original stent graft to exclude the aneurysm from pressurization. The endoleak and migration were successfully resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.